Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.

Manufacturer narrative:
This report is being filed to provided additional information in h.6 and h.10 and corrected information in g.4 and h.3. Investigation: the customer confirmed the IV pole safety collar was installed prior to the reported incident. A terumo bct service technician checked out the machine at the customer site and adjusted the screw on the IV pole pushbutton. The technician verified that the IV pole now stays locked when the pushbutton is not pushed and will move freely when the pushbutton is pressed. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole screw adjustment.